Manufacturer narrative:
G4: reported device marketed in only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k031216. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 31 units of this code-batch. There are no units in our stock. We have received one open cassette for analysis. The date of cassette's opening is not written. Moreover, the thread is broken inside the cassette and a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.61 kgf in average and 1.55 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) as stated on cassette's label: knot the remaining thread and replace the cap after each use. Once opened, the content of the cassette should be used within 4 months and prior to expiration date. Store at room temperature. Avoid exposure to extreme temperatures over a long period of time. Final conclusion: in spite of receiving the defective cassette, without the date of cassette's opening written and the thread broken inside, a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that the thread breaks again and again.